Event description:
A customer reported following implant of an intraocular lens (iol), a considerably strong filiform foreign material was noted to be on the surface of the lens. The customer was unable to remove it because it seemed to be twined around the root of the haptic. The lens remains in the patient¿s eye. At a postoperative visit iritis and corneal edema were noted and treated with a steroid treatment. A second surgery was required to cut and remove the material, however the customer was unable to remove it all.

Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. Additional information was requested and received. (B)(4).

Manufacturer narrative:
(B)(4)